Event description:
It was reported that this left ventricular lead was surgically abandoned due to exhibiting failure to capture, noise and high pacing thresholds. Another lead was implanted instead. No further adverse patient effects were reported.